Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing artifact related to the minute ventilation (mv) feature signal on the right atrial channel. In addition, high out of range pacing impedances were observed on the sam episode. The source of the noise was stated to be electromagnetic interference (emi). No additional episodes of noise were recorded. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. A risk review was completed and confirmed that the event of mv/rrt noise or oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to oversensing artifact related to the minute ventilation (mv) feature signal on the right atrial channel. In addition, high out of range pacing impedances were observed on the sam episode. The source of the noise was stated to be electromagnetic interference (emi). No additional episodes of noise were recorded. This pacemaker remains in service. No adverse patient effects were reported.